Event description:
It was reported while locking the aviator plate one side of the plate looked deformed (incorrect angulation). The surgeon replaced the plate for another cervical plate.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a review of the surgical technique clearly states the proper use of plate benders. The surgeon reported that there was slight incorrect bending of the plate angulation and when the plate was implanted, the wrong angle to the patient's anatomy was noted. From the attached surgical technique: "the lordotic curve, or radius of curvature, in the sagittal plane is 190mm for one- and two-level plates, and 390mm for three- and four-level plates. The plate also features 25mm of curvature in the axial plane for matching of the patient¿s anatomy". Conclusion: the difficulty at seating the plate on the patient's spine is likely due to incorrect contouring of the plate.

Event description:
It was reported while locking the aviator plate one side of the plate looked deformed (incorrect angulation). The surgeon replaced the plate for another cervical plate.